Event description:
Customer reports the following: "staff reported that pump was not recognizing tubing, biomed confirmed however no failures in safetymgm log, had fk review further and found other set errors so opening complaint. No patient harm." Preliminary review of the device logs indicate that the pump identified a non-existent set, confirming a set ID malfunction. The pump should be returned for further evaluation. This did not stop an active infusion. Further investigation of the pump revealed the following: marginal set ID sensors, likely shifted due to ingress. Ingress path found to be adhesive spanning from pcb to set ID housing, preventing gasket pad from making full contact with housing. Fresenius kabi opened an internal CAPA in january 2023 for set ID sensor failures. During evaluation of the CAPA, fresenius kabi decided to submit a firm initiated recall (voluntary) to the FDA in march 2023; the FDA has assigned the following recall number in april 2023: z-1313-2023. Fresenius kabi is submitting this report after a retrospective review of all complaints where a set ID sensor failure has been identified.